Manufacturer narrative:
(B)(4). The customer has stated that this device will not be returned to baxter at this time. If the device is returned to baxter, an evaluation will be performed and a supplemental report will be provided.

Event description:
It was reported that "infusion pump turned off two times by itself." The customer had to re-enter the program both times. It was also reported that the device was evaluated by the biomed's at this facility and they could not reproduce the error.